Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cable being pinched between the machine and the seismic plate when the pyxis was pulled out, caused a slight cut in the cable. The field service engineer replaced the damaged power cord, rebooted the station, cleaned the electronics drawer and surrounded areas, reseated the drawer cable, and tested all drawers to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power cable replacement required due to a minor cut caused by contact with the seismic plate. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.